Manufacturer narrative:
The insulin pump passed the selftest and displacement test. Device had intermittent button response due to flattened esc button dome switch. Device was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. Backlight functioned properly and no anomaly was noted. Device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump are getting stuck, the backlight sometimes stays on and the batteries would not last more than a day. The customer also reported experiencing high blood glucose and stated that in the long term, those high levels caused him a serious injury. Blood glucose value is unknown. The customer did not recall any significant events leading to the issue. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.